Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that only the pump segment was replaced and that the original pump segment would not aspirate. The catheter was partially reused. It was stated that there were no new implants (note this is conflicting with the report that the pump segment was replaced). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(4) 2017. It was reported that the manufacturer's representative had no other information regarding the patient other than the surgeon was ¿not happy¿ with previous pump connector aspiration and asked for/added a new sutureless pump connector revision kit. It was indicated that this had been confirmed with the account. No further complications were reported or anticipated.